Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient had a pocket revision to make the pocket shallower. The revision was successful, and the patient is reportedly doing well.